Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following information was reported. On unreported date, the patient experienced peritonitis. On two unreported dates in the (B)(6), the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. The patient completed his antibiotics on (B)(6) 2012. On (B)(6) 2012, by 4.00 am the patient was hospitalized for the events of peritonitis and pain. On an unreported date, the patient was recovering from the event of peritonitis. The outcome for the event of pain was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. Outcome for the patient experienced pain was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b29043 and h12c30049 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.